Event description:
It was reported that bd insyte autog bc needle pierced the catheter (investigation finding). The following information was provided by the initial reporter: reported issue: all IV catheters from this lot number are not advancing once in the vein. They don't glide off the needle. It feels you hit a brick wall per staff. This has caused multiple sticks for our pts. Even with our best IV starters/ctl's. We have tried a different lot# and they go right in. Customer response on nov 04, 2024. 1. What was the impact to the patient? Multiple sticks. 2. Can you please provide an exact date of event in format dd-mmm-yyyy? 10/10 thru 10/15.

Manufacturer narrative:
This MDR is the result of an investigation finding. Our quality engineer inspected the samples submitted for evaluation. Bd received two 22gx1.00in insyte autoguard from lot number 4102965. Damage was observed on the catheter tips of both devices which likely resulted in the needle piercing the catheter wall. This would have caused difficulty threading. Although the reported issue was confirmed, it could not be determined if the damage resulted from the manufacturing of the device or from the user environment as the devices were opened and used. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.